Event description:
It was reported to nevro that the patient experienced pain due to the device impinging on a nerve. The device was removed and there have been no reports of further complications regarding this event. The patient was later successfully re-implanted.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.